Event description:
Procedure planned was retrieval of previously implanted ivc. A guide wire was advanced in to the ivc. Needle was exchange for a micropuncture sheath. Over the wire a 10 french filter retrieval sheath was advanced into the ivc. Ivc cavogram demonstrates pt ivc. Evidence of strut fracture of 1 strut of the ivc filter. This strut is unable to be removed despite several attempts at capture with loop snare. Based on beneficial, decision made to leave strut in place. FDA safety report ID# (B)(4).